Manufacturer narrative:
Operator of device is unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after running for some time, the units air detector clamp opens and then the unit begins to alarm. The customer clears the alarm, but the clamp keeps opening intermittently. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the door assembly on the air detector has the locking tab broke off. Device is out of calibration. Air pressure was above 6 psi, should be 5.6 psi +0.0/-0.2 psi. Heater #1 has a rip in the heater tape. Functional testing found the broken locking tab on air detector door assembly will cause the issue experienced by customer. Replaced air detector door assembly. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.